Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that a patient who underwent bilateral lasik was diagnosed with wrinkles in the flap, glare and halo's in the right eye, at the one day postoperative visit. The flap was smoothed without lifting and the patient is "doing fine."